Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: charing the tissue/ burnight the tissue in a higher temperature. Probable root cause: inappropriate selection of power by user, wrong default setting, power output variation, console error, use error. (B)(4).

Event description:
It was reported that the probe charred (damaged) the tissue. Procedure was completed successfully.